Event description:
Pt went to special procedures for removal of dialysis catheter due to an infection. As the catheter was being withdrawn, it was noted that the fabric cuff on the catheter did not come out coaxially with the catheter. The cuff was not frankly palpable. The wound was probed for some time attempting to locate this but it was not readily apparent. Md's were notified of the situation. This was a state dept of health reportable event due to this defective device which has potential for adversely affecting the pt.